Event description:
Reportable based on analysis completed on 08aug2024. It was reported that a visualization issue occurred. The 80% stenosed, 3.5mm x 10mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, it was noted that the catheter could not show the image, the catheter could be recognized by the system and the motor, but there was no image showed from the beginning. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. However, device analysis result revealed that the imaging window was stretched, and the tip was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath and telescope were kinked, the imaging window was stretched, and the tip was detached. However, the tip was not returned for analysis. The rotator and imaging core assembly were pulled out from the hub. The tubing heat shrink of the drive cable was buckle-accordioned. The impedance test shows an electrical open proximal waveform between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image missing is confirmed. The open proximal, sheath and telescope kinks, tubing heat shrink buckle-accordioned, and tip detachment could have contributed to the event. The imaging window stretched could not have contributed to the event.